Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving an unknown drug via an implantable infusion pump. The indication for use was spinal pain. It was reported that the patient experienced a pocket infection post implant. No further complications have been reported as a result of this event.